Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
It was reported that during an ivpb infusion the medication infused into the bed. The IV tubing was found to be disconnected and the luer lock was found broken off onto the luer lock of the peripheral IV.